Event description:
A malfunction on the pump was reported by a caller, identified with a malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the malfunction code reappears, which the caller acknowledged and understood.